Event description:
It is reported that the articular surface would not properly seat in the baseplate. The poly was removed and baseplate irrigated and implantation was attempted again. The poly still would not fully seat into baseplate. Another poly was opened and successfully implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.